Event description:
It was reported the patient, who was a participant in the (B)(6) clinical study, is deceased. The exact date of death is unknown; however, the patient is reported to have died within approximately two months of implant of the implantable cardioverter defibrillator (ICD) system. The patient is reported to have died at home. The cause of death has been requested and no further information is available at this time.

Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).